Manufacturer narrative:
(B) (4). The implantable neurostimulator lead and extension have been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
There were difficulties recharging the implantable neurostimulator. The device wasn't charged for months. Pt compliance and problems recharging contributed to the difficulties. The neurostimulator battery was overdischarged. The pt was seen in clinic. There were communication and coupling issues between the neurostimulator and the programmer and/or recharger. The device was able to be recharged after using the antenna locate feature. Two days later the device was in a power on reset condition. Error code 0x3 was noted on the physician programmer. It may have been misread and was actually the expected power on reset flag code of 0x8. The battery voltage was 3.89 volts. Seven months after the original complaint, the device system was explanted and not replaced.